Manufacturer narrative:
A biomérieux internal investigation was performed. A vessel was visually inspected, and a plastic split on the first well of the vessel was observed. The investigation with the supplier determined there was an issue either during inspection of the pieces or during transportation of packaged disposables. As a corrective action, the supplier will update the packing handling symbols on the outer boxes of the nuclisens® easymag® disposable in order to implement a careful handling of the products during shipment. In addition, the supplier will dispense a specific training to the teams working at each step of the nuclisens® easymag® disposable manufacturing. The goal will be to clarify the nonconforming products detection and the appropriate actions to implement during manufacturing.

Event description:
A biomérieux employee reported a problem with the nuclisens® easymag® disposable (lot z108lc). The employee reported a leakage issue with the first well of the vessel during extractions. The customer stated other vessels in the batch were not pierced. There were no patients involved with this issue. There is no indication from the laboratory that the leaking vessel led to any adverse events related to the user; however, there was unexpected leakage of sample/reagent contents.